Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, in 4 out 10 patients, catheter malfunction occurred due to detachment of the tunnel site cuff after suture removal and flow was lost, the patient had to undergo a short term catheter. There was no reported patient injury.